Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2016. Explant date: (B)(6) 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 14933812.

Event description:
It was reported that the patient was experiencing a lot of pain at the ipg site. The patient underwent an explant procedure. The explanted devices were not returned. No further information has been obained despite good faith efforts.